Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm, which could have caused an interruption of delivery. The reported condition occurred upon power up. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.